Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage to the electronic assembly. The device was received with scratched lcd window, cracked display window corners, battery tube threads, and reservoir tube lip. Unable to perform the displacement test due to blank display anomaly.

Event description:
It was reported that the insulin pump was exposed to swimming pool water. The customer jumped into the pool with the insulin pump still attached to their body. The customer's blood glucose was 174 mg/dl. The caller also stated that there was skin on the insulin pump. The discontinuation of the insulin pump was advised. Nothing further was reported.